Manufacturer narrative:
Additional information (16-apr-2025): siemens healthcare diagnostics service operations support (sos) concluded the investigation of the event. Sos evaluated the information provided by the customer and the available instrument data. Quality control (qc) was within the customer¿s acceptable ranges. The cause of the event is unknown. The customer is operational. The device is performing within specifications. A potential product issue was not identified. No further evaluation is required. Section h6 has been updated to reflect the sos investigation. Initial MDR 2517506-2025-00057 was filed on 09-apr-2025.

Event description:
The customer reported to siemens an erroneously elevated loci high-sensitivity troponin I (tnih) result on one (1) patient sample obtained on a dimension® exl¿ with lm integrated chemistry system. The erroneously elevated result was reported to the physician, resulting in patient hospitalization. The patient spent one night in the hospital for observation and was then discharged. The same sample was reprocessed on an alternate, non-siemens method. A lower result was obtained, considered correct, but not reported to the physician. The customer also tested a new sample drawn from the same patient on an alternate, non-siemens method. A lower result was obtained, considered correct, but not reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated loci high-sensitivity troponin I (tnih) result.

Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding one erroneously elevated loci high-sensitivity troponin I (tnih) patient sample result obtained on a dimension® exl¿ with lm integrated chemistry system. Siemens is investigating the event.